Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that medical intervention was performed to address a nondisplaced calcar fracture that occurred intraoperatively.

Manufacturer narrative:
No devices or photographs were received, therefore the condition of the device is unknown. Product remains implanted. Device history record review identified no deviations or anomalies in the manufacturing process. The devices are used for treatment review of the complaint history identified no additional complaints for this part and lot combination apart from those specific to this patient. Operative notes for procedure performed on (B)(4) 2013 state that the femur was re-broached, and that the patient was noted to have "excellent" bone quality. A non-displaced calcar fracture occurred after femur was rasped and the calcar was planted. The fracture occurred when the stem was being seated. The surgeon notes that the stem was unable to seat properly, and during seating a calcar crack was noted. Based on the information provided, a specific cause for this event could not be determined.